Event description:
It was reported, that the device was stuck in a transmitter pairing loop. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A nordic bluetooth device pairing test was performed and passed. A review of the bin file was performed, and a transmitter pairing loop was found within the investigation window. The allegation was confirmed. The probable could not be determined. In addition, and a transmitter failed error were found in connection to the reported allegation. The reported event of a transmitter pairing loop is reportable, based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).